Manufacturer narrative:
IV set was visually inspected and found to have a cut as reported but the root case could not be determined. The appearance of the cut was consistent with improper loading of the IV set but could not be confirmed. Therefore the results and conclusions could not be determined. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00130_(B)(4)) on 10/27/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported that there was a slice or cut in the tubing. The tubing caused a chemo spill. No patient injury or harm was involved in this case.